Event description:
I used renu with moistureloc contact lens saline solution from 01/04/2005 through 06/20/2005. I was sent to emergency room and have had a year of weekly care since that date & diagnosed with fusarium keratitis. I am presently receiving treatment & care from an eye specialist . I am taking many medicines & eye drops 3 times a day, I may require corneal transplant surgery. My vision in my left eye has been diagnosed as totally blind.